Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage, the blade was intact and not broken off as the customer complaint. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the instrument was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # r9413m. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic esophagectomy with gastric pull-up, the doctor was resecting tissue with the hdi harmonic instrument when surgeon touched metal with the active blade and the blade broke off. The blade was retrieved from the patient but discarded. Another hdi harmonic was used to continue with the transection of tissue. There were no patient consequence.